Event description:
Screwdriver head broke off in screw head that was implanted in patient. Surgeon could not remove screw or broken piece of screwdriver in the screw head. Surgeon states this will not harm the patient. Broken tip of screwdriver remains in the head of the screw that is implanted in patient.